Event description:
It was reported that, on the date of implant, the implantable cardiac monitor (icm) had pause episodes due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event.